Event description:
A zoll lifecor account coordinator contacted customer support to report that she learned of a pt death that occurred in 2009. Zoll logistics notified support that pt was wearing the device at the time of passing. Her death was sudden, the doctor believes the pt's heart just stopped. Pt was at her home at the time of passing.

Manufacturer narrative:
Review of recorded pt's data. Device evaluation summary: device evaluations monitor and electrode belt have been completed. Both components were fully functional. A review of the pt's recorded data revealed that the pt passed away from asystole. The lifevest operated according to specifications. Asystole is a non-treatable rhythm.